Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured, and the device failed to cross the lesion due to calcification. There were no pieces of the device remained inside patient. There were no patient complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in severely tortuous and severely calcified mid left anterior descending artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured, and the device failed to cross the lesion due to calcification. There were no pieces of the device remained inside patient. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
(D4) lot number updated.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in severely tortuous and severely calcified mid left anterior descending artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured, and the device failed to cross the lesion due to calcification. There were no pieces of the device remained inside patient. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. The device was returned with the shipping mandrel within the device and was able to be removed without resistance or issue. There was no fluid present to the device and the balloon was tightly folded. This indicates there was no sign of procedural use. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated to rated burst pressure and deflate with no issue. Product analysis could not confirm the reported burst, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances cannot be replicated. There were no damages or irregularities present to the device.